Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited intermittent atrial undersensing resulting in over pacing in the atrium. The device was reprogrammed resolving the issue. It was also noted that during interrogation, the device exhibited a diagnostic anomaly. After clearing the diagnostics, normal device function resumed. The patient was asymptomatic to the event.